Manufacturer narrative:
Revised "describe event or problem" field. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges while setting up new head array device for end user, with end user in unit, the unit would not stop, and couldn't control the pwc, and it began to tip forwards after rolling 10 feet. Alleges the client then fell down in the stairs (4 steps in total) causing injury.

Manufacturer narrative:
Only the head array was returned for evaluation. The evaluation concluded failure to follow setup warnings.

Event description:
Alleges while setting up new head array device for end user, with end user in unit, the unit would not stop, and couldn't control the pwc, and it began to tip forwards after rolling 10 feet. Alleges the client then fell down in the stairs (4 steps in total) causing injury.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges while setting up device for end user, with end user in unit, the unit would not stop, and couldn't control the pwc, and it began to tip forwards after rolling 10 feet. Alleges the client then fell down in the stairs (4 steps in total) causing injury.